Event description:
During routine preventative maintenance testing by the user facility, the device overdelivered. The customer contact could not remember the testing parameters, but indicated that the device reportedly "over infused by 2mls." There were no reports of any adverse patient events the device was in clinical use.